Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient order not crossing over. Error icon was displayed and reported that patient information was delayed and in bd hsv it showed as a critical. Customer troubleshooted with a reboot. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patient order was not crossed over. The field service engineer (fse) followed up with the customer, and the station was communicating properly after a reboot. The system functioned as intended after the field service engineer resolved the issue.